Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed the neuron max into the patient, then advanced the ace68 through the neuron max. After aspiration of thrombus using the adapt technique, the physician retracted the ace68. Upon removal, the physician found that the mid-shaft of the ace68 was broken and unraveled. Therefore, the ace68 was not used for the remainder of the procedure. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.